Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found the keys sticking in the. New keys were ordered for the site. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site was using a 3rd party x-ray key that were beginning to damage the lock on the system. There was no patient present when this issue was identified.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.